Event description:
A malfunction on the pump was reported by the customer, however, there was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again should the malfunction code appear in the future and acknowledged the instructions given.